Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance on the subcutaneous defibrillation coil had decreased and triggered an alert for low impedance approximately one week post-implant. The lead was noted to be in a halo position around the heart. The audible alert was disabled so the patient would not hear further alerts. Pacing impedance on the right atrial (ra) lead was also noted to have dropped significantly. No corrective action was taken on the ra lead and the patient will be monitored remotely. The leads remain in use. No patient complications have been reported as a result of this event.